Event description:
It was reported that the subject device had static and blurred image during preparation for use on an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, the device has image out of field view due to bent outer tube. In addition, the following reportable malfunctions were identified during the device evaluation: minor scratches on distal edge and minor stains under light guide cover glass and minor cracks on video connector were found. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had static and blurred image during preparation for use on an unspecified procedure. There were no reports of patient harm.